Manufacturer narrative:
Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the needle is clogged. The returned syringe was examined and exhibited a hard piece of plastic in the barrel which could prevent the sample from drawing properly. Confirmed : bd was able to duplicate or confirm the customer¿s indicated failure. Manufacturing (holdrege) will be notified of this issue. Photos - on 23aug2021 holdrege received a photo complaint for needle clog with batch unknown. The photo was reviewed and some type of material looked to be in the syringe. Process summary: the hub loader machine feeds the hub from a random orientation and places them onto a transportation rack for further processing. Then the cannulator machine corona treat hubs, transfer cannula into hubs and applies adhesive. Next is the oven which provides a uv energy to cure the adhesive in order to achieve necessary cannula removal forces. After that the lube machine applies silicone lubrication to the cannula. The next step is the vision inspection machine which performs the function of inspecting points, cannula length, cannula angularity, correct adhesive amount and the cannula bore. Good parts are shielded at the shielder machine and then picked from the racks and placed in the final material conveying system for the next operation. Defects are tracked and stripped from fixturing rack. Rack is then empty and ready to be reloaded with hubs. Manufacturing evaluation: no maintenance dispatches or DHR could be reviewed due to unknown batch root cause : root cause for this defect cannot be determined. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in was unable to inject insulin and had foreign matter issues. The following information was provided by the initial reporter : the customer reported about needle clogging.